Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the insert of the catheter passer included in the shunt kit snapped at the tip where the catheter would be connected. This happened when the surgeon attempted to release the insert tip from the handle during the procedure, prior to patient contact. It was stated no excess or unnecessary force was observed. The product was replaced and there was no injury to the patient.

Manufacturer narrative:
Only the obturator was returned. The distal tip of the obturator was observed to be broken off. The site of the break had an uneven, jagged edge. It is unknown how or when this damage occurred. If information is provided in the future, a supplemental report will be issued.